Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple and intermittent occlusion alarms occurred. Reportedly, the customer believes that the pigtail got pinched and might be causing an occlusion, however, this could not be confirmed. Reportedly, customer changed cartridge, and infusion set, and successfully resumed insulin. There was no reported adverse impact to customer's blood glucose level.